Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6)2024 after being unable to complete treatment (manual or cycler-based) on (B)(6)2024. The patient¿s liberty select cycler reportedly encountered a touchscreen issue and was unable to advance past setup; therefore, a replacement was issued, however the patient was hospitalized due to becoming ¿really sick¿ before it arrived. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6)2024 with dyspnea and chest pain (onset did not occur during pd therapy, no fluid in abdomen). Radiological studies determined the patient was fluid overloaded, and the patient was subsequently admitted. The patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and was transitioned from ccpd to hemodialysis (hd) to promote rapid fluid removal. The pdrn attributed causality to the patient¿s non-compliance to her prescribed treatment regimen. The serious adverse events were resolved with hd therapy, and the patient was discharged in stable condition on (B)(6)/2024. The patient continues to undergo ccpd utilizing the replacement liberty select cycler without reported issue and has recovered from the serious adverse events. The pdrn confirmed the patient encountered a touch screen malfunction which rendered the liberty select cycler unusable, however the pdrn stated the patient¿s health was already declining due to the non-compliance. Additionally, the pdrn stated the patient knows how to perform manual therapy and willfully chose not to. Therefore, the pdrn stated the serious adverse events were not due to a fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 after being unable to complete treatment (manual or cycler-based) on (B)(6) 2024. The patient¿s liberty select cycler reportedly encountered a touchscreen issue and was unable to advance past setup; therefore, a replacement was issued, however the patient was hospitalized due to becoming ¿really sick¿ before it arrived. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2024 with dyspnea and chest pain (onset did not occur during pd therapy, no fluid in abdomen). Radiological studies determined the patient was fluid overloaded, and the patient was subsequently admitted. The patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and was transitioned from ccpd to hemodialysis (hd) to promote rapid fluid removal. The pdrn attributed causality to the patient¿s non-compliance to her prescribed treatment regimen. The serious adverse events were resolved with hd therapy, and the patient was discharged in stable condition on (B)(6) 2024. The patient continues to undergo ccpd utilizing the replacement liberty select cycler without reported issue and has recovered from the serious adverse events. The pdrn confirmed the patient encountered a touch screen malfunction which rendered the liberty select cycler unusable, however the pdrn stated the patient¿s health was already declining due to the non-compliance. Additionally, the pdrn stated the patient knows how to perform manual therapy and willfully chose not to. Therefore, the pdrn stated the serious adverse events were not due to a fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship does not exist between ccpd therapy utilizing a liberty select cycler and the serious adverse events of fluid overload (characterized by dyspnea and chest pain), which warranted hospitalization and multiple hd treatments for rapid ultrafiltration. The pdrn confirmed the patient encountered a touch screen malfunction which rendered the liberty select cycler unusable, however the pdrn stated the patient¿s health was already declining due to non-compliance. Additionally, the pdrn stated the patient knows how to perform manual therapy, and willfully chose not to. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the limited information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused the serious adverse events. Furthermore, there were no reported fresenius product(s) and/or device(s) deficiencies or malfunctions which occurred during treatment.